Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review some atrial tachy response (atr) episodes stored in this pacemaker device. The hcp noted the patient being in an atrial flutter for about a year. The stored data showed that the pacemaker would appropriately mode switch to initiate atrial flutter response (afr) in response to the atrial flutter (af) but undersensing some signals while in af led to the pacemaker inappropriately pacing in the atrial channel. Ts notes that this appears to have led to an early end in mode switching causing short mode switches. Ts recommended device optimization options. The device remains in service. No additional adverse patient effects were reported.